Event description:
Crews responded to a cardiac arrest, the fire department was already on scene, their AED was attached to the patient and 2 defibrillation shocks had been delivered to the patient. The same defibrillation electrodes were used, the patient was transferred to the als device. The device operator accidentally selected AED mode and allowed the device to analyze the patient's rhythm. The device arrived at a shock advised decision and charged. Reportedly when the shock key was pressed the device did not respond. A few seconds later the device disarmed without request. The device was switched to manual mode and charged. The device did not respond when the shock key was pressed, the device again disarmed without request. The patient was placed back on the AED and 2 additional shocks were delivered. The patient was transferred to the als device and pacing was selected, the device indicated ECG leads off, pacing was continued until the patient was transferred to the hospital. The patient did have a pulse when transferred to the hospital, but the patient later died.